Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08715 inches. No cosmetic damage noted during physical inspection.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 693 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.